Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
It was reported that a patient experienced peritonitis coincident with therapies for peritoneal dialysis (pd). It was also reported that the patient had experienced a gastrointestinal infection and a urinary tract infection (uti) prior to the peritonitis event and that the cause of the peritonitis was the gastrointestinal infection and uti. The patient was treated with injection vancomycin, 2g stat, and injection cefepime, 1g once daily (routes not reported), for the peritonitis. Pd therapies were ongoing. It was unknown if the patient recovered from the events.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, further information was received related to the event. It was reported that the patient recovered from the peritonitis. Should relevant additional information become available, a follow-up report will be submitted.